Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mildly calcified, heavily tortuous mid left anterior descending coronary artery. The 4.0x12 mm nc trek balloon dilatation (bdc) was advanced in the patient anatomy; however, resistance was encountered with the anatomy and the proximal shaft separated. The separated segment was simply removed. A same size nc trek was used to complete the procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.